Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ventral hernia, low back pain, joint pain, asthma, morbid obesity, diverticulitis, endometriosis, hiatal hernia, abdominal pain, umbilical hernia, pregnant, numbness, neck pain, thyroid disorder, itching, hives, sneezing, runny nose, chest tightness, pain epigastric, osteitis condensans, abdominal pain, back pain, back arthritis, thoracogenic scoliosis, shoulder injury and musculoskeletal pain. On (B)(6)2016: surgical pathology report: pre and postoperative diagnosis: endometriosis, female pelvic pain, menorrhagia, dyspareunia. Final pathologic diagnosis: uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. (B)(6)2015- exam: thoracic spine, 3 views conclusion: mild levoconvex curvature. No compression deformity. Concurrent conditions included hypothyroidism, difficulty breathing since (B)(6)2015, amenorrhea since (B)(6)2016, leg cramps since (B)(6)2016, eustachian tube dysfunction since (B)(6)2016, gestational diabetes since (B)(6)2016, hypothyroidism since (B)(6)2016, lumbago since (B)(6) 2016, acute pancreatitis since (B)(6)2016, respiratory disorder since (B)(6)2016, rheumatic fever since (B)(6)2016, tarsal tunnel syndrome since (B)(6)2016, plantar fascia release surgery since (B)(6)2016, incarcerated umbilical hernia since (B)(6)2016, acute mucoid otitis media since (B)(6)2016, acroarthritis since (B)(6)2016, hearing loss bilateral since (B)(6)2016, foot callus since (B)(6)2016, capsulitis since (B)(6)2016, cavus deformity of foot, acquired since (B)(6)2016, foot pain since (B)(6)2016, cerumen impaction since (B)(6)2016, metatarsalgia since (B)(6)2016, plantar fasciitis since (B)(6)2016, multigravida since (B)(6)2016, endometriosis externa since (B)(6)2016, laparoscopy since (B)(6)2016, cholecystectomy since (B)(6)2016 and thoracic back pain. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6)2016, calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit) since (B)(6) 2016, cefoxitin since (B)(6)2016, estrogens conjugated (premarin), fentanyl since (B)(6)2016, fluticasone propionate;salmeterol xinafoate (advair), hydrocodone since (B)(6)2016, hydromorphone since (B)(6)2016, ketorolac since (B)(6)2016, levothyroxine sodium (synthroid), levothyroxine since (B)(6)2016, montelukast sodium (singulair) since (B)(6)2016, montelukast since (B)(6)2016, paracetamol (acetaminophen) since (B)(6)2016, salbutamol (albuterol) since (B)(6)2016 and thiamazole (tapel) since (B)(6)2016. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding heavily more than normal") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy, nickel allergy confirmed with allergy test") and rash ("rashes or shin condition"). In (B)(6), the patient experienced hypersensitivity ("rashes or skin conditions: they kept telling her it was an allergic reaction"), arthralgia ("other injury : joint pain") and eating disorder symptom ("pain when I ate"). On an unknown date, the patient experienced gastric disorder ("stomach issues"). The patient was treated with surgery (to remove the essure implant,on (B)(6)2016 hysterectomy (full);salpingectomy, oophorectomy). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, nausea and rash had resolved and the dyspareunia, migraine, headache, allergy to metals, arthralgia, gastric disorder and eating disorder symptom outcome was unknown. The reporter considered allergy to metals, arthralgia, dyspareunia, eating disorder symptom, gastric disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: her weight 275 lbs (124.738) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: hysterosalpingogram confirms current tubal occlusion with essure implants; on (B)(6)2014: results: total bilateral occlusion.. Pathology test - on an unknown date: bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: ectocervix and endocervix with squamous metaplasia and mild chronic cervicitis. Uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. Fallopian tubes: benign fallopian tubes without diagnostic abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: rash, headache,menorrhagia, dyspareunia, allergies, pelvic pain, migraine most recent follow-up information incorporated above includes: on(B)(6)2019: medical record received- lot number, reporter and medical history were added. Incident we received a lot numberin this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ventral hernia, low back pain, joint pain, asthma, morbid obesity, diverticulitis, endometriosis, hiatal hernia, abdominal pain and umbilical hernia. Concurrent conditions included hypothyroidism and nickel sensitivity. Concomitant products included estrogens conjugated (premarin) and levothyroxine sodium (synthroid). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding heavily more than normal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("rashes or skin conditions: they kept telling her it was an allergic reaction"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), arthralgia ("joint pain") and eating disorder symptom ("pain when I ate"). On an unknown date, the patient experienced allergy to metals ("nickel allergy, nickel allergy confirmed with allergy test"), gastric disorder ("stomach issues") and rash ("rashes"). The patient was treated with surgery (to remove the essure implant,on (B)(6) 2016 hysterectomy (full);salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypersensitivity, nausea and rash had resolved and the dyspareunia, migraine, headache, allergy to metals, arthralgia, gastric disorder and eating disorder symptom outcome was unknown. The reporter considered allergy to metals, arthralgia, dyspareunia, eating disorder symptom, gastric disorder, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: rash, headache. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet and medical record received. Events added: rashes or skin conditions: they kept telling her it was an allergic reaction, migraines, headaches, nausea; nickel allergy, joint pain, stomach issues, rashes. Concomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ventral hernia, low back pain, joint pain, asthma, morbid obesity, diverticulitis, endometriosis, hiatal hernia, abdominal pain, umbilical hernia, pregnant, numbness, neck pain, thyroid disorder, itching, hives, sneezing, runny nose, chest tightness, pain epigastric, osteitis condensans, abdominal pain, back pain, back arthritis, thoracogenic scoliosis, shoulder injury, musculoskeletal pain, vomiting, light sensitivity to eye, spots before eyes, sinus infection, lost weight, supraspinatus tendonitis, infraspinatus tendonitis, tendon disorder, lower abdominal pain, redness, umbilical hernia, bruising, ovarian cyst, genital hemorrhage, soft tissue disorder, diarrhea, adnexa uteri cyst, shoulder pain, menses irregular, vaginal dryness, emotional lability, rash, postpartum depression, leg pain (right foot and leg pain), chest pain, shoulder injury, cough and sore throat. On (B)(6) 2016: surgical pathology report: pre and postoperative diagnosis: endometriosis, female pelvic pain, menorrhagia, dyspareunia. Final pathologic diagnosis: uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. (B)(6) 2015- exam: thoracic spine, 3 views conclusion: mild levoconvex curvature. No compression deformity. Venous doppler was negative. Previously administered products included for an unreported indication: isovue. Concurrent conditions included hypothyroidism, difficulty breathing since (B)(6) 2015, amenorrhea since (B)(6) 2016, leg cramps since (B)(6) 2016, eustachian tube dysfunction since (B)(6) 2016, gestational diabetes since (B)(6) 2016, hypothyroidism since (B)(6) 2016, lumbago since (B)(6) 2016, acute pancreatitis since (B)(6) 2016, respiratory disorder since (B)(6) 2016, rheumatic fever since (B)(6) 2016, tarsal tunnel syndrome since (B)(6) 2016, plantar fascia release surgery since (B)(6) 2016, incarcerated umbilical hernia since (B)(6) 2016, acute mucoid otitis media since (B)(6) 2016, acroarthritis since (B)(6) 2016, hearing loss bilateral since (B)(6) 2016, foot callus since (B)(6) 2016, capsulitis since (B)(6) 2016, cavus deformity of foot, acquired since (B)(6) 2016, foot pain since (B)(6) 2016, cerumen impaction since (B)(6) 2016, metatarsalgia since (B)(6) 2016, plantar fasciitis since (B)(6) 2016, multigravida since (B)(6) 2016, endometriosis externa since (B)(6) 2016, laparoscopy since (B)(6) 2016, cholecystectomy since (B)(6) 2016, thoracic back pain, intestinal intraepithelial lymphocytes increased, neuroma, swelling nos, fatigue, nasal congestion, heartburn, cold intolerance, colitis, hypothyroidism, respiratory disorder, abdominal cramps, libido decreased, osteitis and acroarthritis. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit) since (B)(6) 2016, cefoxitin since (B)(6) 2016, estrogens conjugated (premarin), fentanyl since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair), hydrocodone since (B)(6) 2016, hydromorphone since (B)(6) 2016, ketorolac since (B)(6) 2016, levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2016, montelukast sodium (singulair) since (B)(6) 2016, montelukast since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, povidone-iodine, salbutamol (albuterol) since (B)(6) 2016 and thiamazole (tapel) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding heavily more than normal") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy, nickel allergy confirmed with allergy test") and rash ("rashes or shin condition"). In 2015, the patient experienced dermatitis allergic ("rashes or skin conditions: they kept telling her it was an allergic reaction"), arthralgia ("other injury : joint pain") and eating disorder symptom ("pain when I ate"). On an unknown date, the patient experienced gastric disorder ("stomach issues"). The patient was treated with surgery (to remove the essure implant,on (B)(6) 2016 hysterectomy (full);salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, nausea and rash had resolved and the dyspareunia, migraine, headache, allergy to metals, arthralgia, gastric disorder and eating disorder symptom outcome was unknown. The reporter considered allergy to metals, arthralgia, dermatitis allergic, dyspareunia, eating disorder symptom, gastric disorder, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: her weight 275 lbs (124.738) number of coils: left: 2, right: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: hysterosalpingogram confirms current tubal occlusion with essure implants; on (B)(6) 2014: results: total bilateral occlusion.. Pathology test - on an unknown date: bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: ectocervix and endocervix with squamous metaplasia and mild chronic cervicitis. Uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. Fallopian tubes: benign fallopian tubes without diagnostic abnormality.. Pregnancy test urine - on (B)(6) 2014: left: 2, right: 4. Ultrasound scan - on (B)(6) 2014: indications: pelvic pain findings: uterus is normal in appearance. Endometrium measures 5.0 mm. Right ovary with cyst 1.8 x 2.1 x 2.0 cm. Left ovarian cyst 1.6 x 1.0 x 1.2 cm.. Ultrasound scan vagina - on (B)(6) 2016: uterus is within normal limits. Essure devices difficult to visualize. Endometrium thick at 13.7 mm. Left ovary with complex appearance, cyst 2.11 x 1.62 x 1.88 cm, internal septations. Right ovary within normal limits. Impression: uterus is normal with a volume of 88.86. Endometrium thickness is 13.7. Endometrium appearance is proliferative. Mass/lesion(s) are heterogeneous. Right ovary appears within normal limits. Left ovary appears complex cyst present cui de sac fluid is not present.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: rash, headache,menorrhagia, dyspareunia, allergies, pelvic pain, migraine concerning the injuries reported in this case, the following one were described in patients medical record:headache,migraine, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident we received a lot numberin this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ventral hernia, low back pain, joint pain, asthma, morbid obesity, diverticulitis, endometriosis, hiatal hernia, abdominal pain, umbilical hernia, pregnant, numbness, neck pain, thyroid disorder, itching, hives, sneezing, runny nose, chest tightness, pain epigastric, osteitis condensans, abdominal pain, back pain, back arthritis, thoracogenic scoliosis, shoulder injury, musculoskeletal pain, vomiting, light sensitivity to eye, spots before eyes, sinus infection, lost weight, supraspinatus tendonitis, infraspinatus tendonitis, tendon disorder, lower abdominal pain, redness, umbilical hernia, bruising, ovarian cyst, genital hemorrhage, soft tissue disorder, diarrhea, adnexa uteri cyst, shoulder pain, menses irregular, vaginal dryness, emotional lability, rash, postpartum depression, leg pain (right foot and leg pain), chest pain, shoulder injury, cough, sore throat and foot pain. On (B)(6) 2016: surgical pathology report: pre and postoperative diagnosis: endometriosis, female pelvic pain, menorrhagia, dyspareunia. Final pathologic diagnosis: uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. (B)(6) 2015- exam: thoracic spine, 3 views. Conclusion: mild levoconvex curvature. No compression deformity. Venous doppler was negative. Previously administered products included for an unreported indication: isovue. Concurrent conditions included multigravida since (B)(6) 2016, endometriosis externa since (B)(6) 2016, laparoscopy since (B)(6) 2016, cholecystectomy since (B)(6) 2016, amenorrhea since (B)(6) 2016, leg cramps since (B)(6) 2016, eustachian tube dysfunction since (B)(6) 2016, gestational diabetes since (B)(6) 2016, hypothyroidism since (B)(6) 2016, lumbago since (B)(6) 2016, acute pancreatitis since (B)(6) 2016, respiratory disorder since (B)(6) 2016, rheumatic fever since (B)(6) 2016, tarsal tunnel syndrome since (B)(6) 2016, plantar fascia release surgery since (B)(6) 2016, incarcerated umbilical hernia since (B)(6) 2016, acute mucoid otitis media since (B)(6) 2016, acroarthritis since (B)(6) 2016, hearing loss bilateral since (B)(6) 2016, foot callus since (B)(6) 2016, capsulitis since (B)(6) 2016, cavus deformity of foot, acquired since (B)(6) 2016, foot pain since (B)(6) 2016, cerumen impaction since (B)(6) 2016, metatarsalgia since (B)(6) 2016, plantar fasciitis since (B)(6) 2016, difficulty breathing since (B)(6) 2015, hypothyroidism, thoracic back pain, intestinal intraepithelial lymphocytes increased, neuroma, swelling nos, fatigue, nasal congestion, heartburn, cold intolerance, colitis, hypothyroidism, respiratory disorder, abdominal cramps, libido decreased, osteitis and acroarthritis. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit) since (B)(6) 2016, cefoxitin since (B)(6) 2016, estrogens conjugated (premarin), fentanyl since 15-apr-2016, fluticasone propionate;salmeterol xinafoate (advair), hydrocodone since (B)(6) 2016, hydromorphone since (B)(6) 2016, ketorolac since (B)(6) 2016, levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2016, montelukast sodium (singulair) since (B)(6) 2016, montelukast since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, povidone-iodine, salbutamol (albuterol) since (B)(6) 2016 and thiamazole (tapel) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding heavily more than normal") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy, nickel allergy confirmed with allergy test") and rash ("rashes or shin condition"). In 2015, the patient experienced dermatitis allergic ("rashes or skin conditions: they kept telling her it was an allergic reaction"), arthralgia ("other injury : joint pain") and eating disorder symptom ("pain when I ate"). On an unknown date, the patient experienced gastric disorder ("stomach issues") and pyrexia ("fever"). The patient was treated with surgery (to remove the essure implant,on (B)(6) 2016 hysterectomy (full);salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, nausea and rash had resolved and the dyspareunia, migraine, headache, allergy to metals, arthralgia, gastric disorder, eating disorder symptom and pyrexia outcome was unknown. The reporter considered allergy to metals, arthralgia, dermatitis allergic, dyspareunia, eating disorder symptom, gastric disorder, headache, menorrhagia, migraine, nausea, pelvic pain, pyrexia, rash and vaginal haemorrhage to be related to essure. The reporter commented: her weight 275 lbs (124.738). Number of coils: left: 2, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: hysterosalpingogram confirms current tubal occlusion with essure implants; on (B)(6) 2014: results: total bilateral occlusion.. Pathology test - on an unknown date: bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: ectocervix and endocervix with squamous metaplasia and mild chronic cervicitis. Uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. Fallopian tubes: benign fallopian tubes without diagnostic abnormality. Pregnancy test urine - on (B)(6) 2014: left: 2, right: 4. Ultrasound scan - on (B)(6) 2014: indications: pelvic pain findings: uterus is normal in appearance. Endometrium measures 5.0 mm. Right ovary with cyst 1.8 x 2.1 x 2.0 cm. Left ovarian cyst 1.6 x 1.0 x 1.2 cm. Ultrasound scan vagina - on (B)(6) 2016: uterus is within normal limits. Essure devices difficult to visualize. Endometrium thick at 13.7 mm. Left ovary with complex appearance, cyst 2.11 x 1.62 x 1.88 cm, internal septations. Right ovary within normal limits. Impression: uterus is normal with a volume of 88.86. Endometrium thickness is 13.7. Endometrium appearance is proliferative. Mass/lesion(s) are heterogeneous. Right ovary appears within normal limits. Left ovary appears complex cyst present cui de sac fluid is not present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- painful intercourse, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ventral hernia, low back pain, joint pain, asthma, morbid obesity, diverticulitis, endometriosis, hiatal hernia, abdominal pain, umbilical hernia, pregnant, numbness, neck pain, thyroid disorder, itching, hives, sneezing, runny nose, chest tightness, pain epigastric, osteitis condensans, abdominal pain, back pain, back arthritis, thoracogenic scoliosis, shoulder injury, musculoskeletal pain, vomiting, light sensitivity to eye, spots before eyes, sinus infection, lost weight, supraspinatus tendonitis, infraspinatus tendonitis, tendon disorder, lower abdominal pain, redness, umbilical hernia, bruising, ovarian cyst, genital hemorrhage, soft tissue disorder, diarrhea, adnexa uteri cyst, shoulder pain, menses irregular, vaginal dryness, emotional lability, rash, postpartum depression, leg pain (right foot and leg pain), chest pain, shoulder injury, cough, sore throat and foot pain. On (B)(6) 2016: surgical pathology report: pre and postoperative diagnosis: endometriosis, female pelvic pain, menorrhagia, dyspareunia. Final pathologic diagnosis: uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. (B)(6) 2015- exam: thoracic spine, 3 views conclusion: mild levoconvex curvature. No compression deformity venous doppler was negative. Previously administered products included for an unreported indication: isovue. Concurrent conditions included multigravida since (B)(6) 2016, endometriosis externa since (B)(6) 2016, laparoscopy since (B)(6) 2016, cholecystectomy since (B)(6) 2016, amenorrhea since (B)(6) 2016, leg cramps since (B)(6) 2016, eustachian tube dysfunction since (B)(6) 2016, gestational diabetes since (B)(6) 2016, hypothyroidism since (B)(6) 2016, lumbago since (B)(6) 2016, acute pancreatitis since (B)(6) 2016, respiratory disorder since (B)(6) 2016, rheumatic fever since (B)(6) 2016, tarsal tunnel syndrome since (B)(6) 2016, plantar fascia release surgery since (B)(6) 2016, incarcerated umbilical hernia since (B)(6) 2016, acute mucoid otitis media since (B)(6) 2016, acroarthritis since (B)(6) 2016, hearing loss bilateral since (B)(6) 2016, foot callus since (B)(6) 2016, capsulitis since (B)(6) 2016, cavus deformity of foot, acquired since (B)(6) 2016, foot pain since (B)(6) 2016, cerumen impaction since (B)(6) 2016, metatarsalgia since (B)(6) 2016, plantar fasciitis since (B)(6) 2016, difficulty breathing since (B)(6) 2015, hypothyroidism, thoracic back pain, intestinal intraepithelial lymphocytes increased, neuroma, swelling nos, fatigue, nasal congestion, heartburn, cold intolerance, colitis, hypothyroidism, respiratory disorder, abdominal cramps, libido decreased, osteitis and acroarthritis. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit) since (B)(6) 2016, cefoxitin since (B)(6) 2016, estrogens conjugated (premarin), fentanyl since (B)(6) 2016, fluticasone propionate;salmeterol xinafoate (advair), hydrocodone since (B)(6) 2016, hydromorphone since (B)(6) 2016, ketorolac since (B)(6) 2016, levothyroxine sodium (synthroid), levothyroxine since (B)(6) 2016, montelukast sodium (singulair) since (B)(6) 2016, montelukast since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, povidone-iodine, salbutamol (albuterol) since (B)(6) 2016 and thiamazole (tapel) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), bleeding heavily more than normal") and nausea ("nausea"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy, nickel allergy confirmed with allergy test") and rash ("rashes or shin condition"). In 2015, the patient experienced dermatitis allergic ("rashes or skin conditions: they kept telling her it was an allergic reaction"), arthralgia ("other injury : joint pain") and eating disorder symptom ("pain when I ate"). On an unknown date, the patient experienced gastric disorder ("stomach issues") and pyrexia ("fever"). The patient was treated with surgery (to remove the essure implant,on (B)(6) 2016 hysterectomy (full);salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, nausea and rash had resolved and the dyspareunia, migraine, headache, allergy to metals, arthralgia, gastric disorder, eating disorder symptom and pyrexia outcome was unknown. The reporter considered allergy to metals, arthralgia, dermatitis allergic, dyspareunia, eating disorder symptom, gastric disorder, headache, menorrhagia, migraine, nausea, pelvic pain, pyrexia, rash and vaginal haemorrhage to be related to essure. The reporter commented: her weight 275 lbs (124.738). Number of coils: left: 2, right: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: hysterosalpingogram confirms current tubal occlusion with essure implants; on (B)(6) 2014: results: total bilateral occlusion.. Pathology test - on an unknown date: bilateral fallopian tubes and ovaries, hysterectomy with bilateral salpingo-oophorectomy: cervix: ectocervix and endocervix with squamous metaplasia and mild chronic cervicitis. Uterus: benign proliferative endometrium, myometrium and serosa without diagnostic abnormality. Ovaries: benign follicular cysts, inclusion cyst, hemorrhagic corpus luteum cyst, serosal adhesion. Fallopian tubes: benign fallopian tubes without diagnostic abnormality.. Pregnancy test urine - on (B)(6) 2014: left: 2, right: 4. Ultrasound scan - on (B)(6) 2014: indications: pelvic pain findings: uterus is normal in appearance. Endometrium measures 5.0 mm. Right ovary with cyst 1.8 x 2.1 x 2.0 cm. Left ovarian cyst 1.6 x 1.0 x 1.2 cm. Ultrasound scan vagina - on (B)(6) 2016: uterus is within normal limits. Essure devices difficult to visualize. Endometrium thick at 13.7 mm. Left ovary with complex appearance, cyst 2.11 x 1.62 x 1.88 cm, internal septations. Right ovary within normal limits. Impression: uterus is normal with a volume of 88.86. Endometrium thickness is 13.7. Endometrium appearance is proliferative. Mass/lesion(s) are heterogeneous. Right ovary appears within normal limits. Left ovary appears complex cyst present cui de sac fluid is not present. Lot number: b59457 manufacturing date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ventral hernia, low back pain, joint pain, asthma, morbid obesity, diverticulitis, endometriosis and hiatal hernia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporters added and updated patient demographics. Historical condition were added. Updated suspect drug inaction. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). Added events abnormal bleeding (vaginal, menorrhagia) and dyspareunia (painful sexual intercourse). On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.